Event description:
The customer reported the knives were not good at cutting performance. The customer felt that there was a difference between each lot. No pt harm was reported.

Manufacturer narrative:
The root cause of the reported problem could not be identified as no samples were returned for evaluation. (B)(4).